Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of report # 0003015876-2020-01360.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped its defibrillation energy charge during a patient event. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped its defibrillation energy charge during a patient event. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.